Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: diagnostic lap. Event description: I found out yesterday that my account (B)(4) [facility name], had an issue with one of 12x100 trocars ¿ctf73¿. I was told a pt. Came back in to the hospital on (B)(6) 2025 with a hematoma after a diagnostic lap that was done week and half ago. I¿m not sure if the broken piece was in the incision or found in the abdomen. The piece was the small clear seal part that is about the size of a dime. The or manager took apart a different 12x100 trocar to match the piece found in the patient. I have attached the photo she sent me to give you an idea of what the part looks like. I was told by the or manager [name] that the piece has to be sent to two different places in [facility] before they can ship the piece to applied medical corporate. Additional information provided by applied medical representative on 21oct2025: I found out that the trocar in question was a 12mm hasson trocar. When I looked at their stock of c0r47 these are the two lot numbers that came up. Lot 1562053. Lot 1556663. This is all the information they have given me at this time. Patient status: pt. Came back in to the hospital on (B)(6) 2025 with a hematoma after a diagnostic lap that was done week and half ago.